Event description:
It was reported that when the carrier was removed, the silicone adhesive did not remain on the film and removed with the carrier from the film. The treatment was completed with the better part of the product. No patient harm. No delay was reported.

Manufacturer narrative:
The device intended to be used in treatment, has been received and evaluated. Establishing a relationship between the reported event. A visual inspection confirmed, silicone remained on the carrier,.functional evaluation confirmed, reduced adherence. Root cause determined, as a raw material issue. A review of the manufacturing records found, that there was no evidence, that the product didn¿t meet specifications at the time of manufacture. Complaint history review found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported. And continue to monitor for adverse trends.